Event description:
A consumer reports blurry vision at near and distance following intraocular lens (iol) implant surgery. She states that although her vision has improved since the implant, objects seem darker in a dimly lit room and headlights look like a target. She uses glasses for driving and reading.

Manufacturer narrative:
The product has not been returned for eval; the device remains implanted. Add'l info was requested 12/13/2007 by mail and fax. The completed questionnaire was received 12/19/2007.